Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("patients are taking out the essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: patients are taking out the essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: reporter did not respond to final follow-up attempt consider follow-up closed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous summary case was reported by a consumer and describes the occurrence of medical device removal ("patients are taking out the essure") in an unspecified number of female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: patients are taking out the essure. Company causality comment: this case refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and it was reported that they are taking out the essure. This event, considered as device medical removal, was regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous summary case was reported by a consumer and describes the occurrence of medical device removal ("patients are taking out the essure") in an unspecified number of female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patients was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: patients are taking out the essure quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this case refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and it was reported that they are taking out the essure. This event, considered as device medical removal, was regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. The product technical analysis concluded, investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is awaited.